Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was reading inaccurately low as compared to both another meter and the lab. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed on an unknown date and time, he tested on the subject meter and obtained a reading of ''80mg/dl'' with the subject meter and ''170mg/dl'' with a onetouch ultra2 meter. The tests were however performed greater than 30 minutes apart. The patient stated that prior to receiving the alleged inaccurate reading, he was experiencing symptoms of ''blurred vision and felt tired'' but it is not known for how long the patient was exhibiting these symptoms. The patient reportedly manages his diabetes with oral medications (unknown type and dose) and increased his food/drink consumption in response to the alleged issue. The patient claimed he went to his doctor on an unknown date and time and was treated with insulin (unknown type and dose) by his doctor after a lab result of ''300 mg/dl'' was obtained. It is not known if the patient went to see his doctor on the same day that the alleged issue occurred and if the patient tested with the subject meter just prior to going to the doctors. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. Replacement products were sent to the patient. Although the patient developed symptoms prior to the alleged issue and it is unclear if the subject meter was used on the day he was treated, this complaint is being reported as an adverse event because a lab result of ''300mg/dl'' was observed for which the patient received treatment of insulin by his doctor after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.